Manufacturer narrative:
Patient information was unavailable from the site.

Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was no longer turning on. There was no patient present.